Event description:
Home patient's (hp) nurse contacted baxter's technical service center (tsc) regarding a concern during the beginning of hp's automated peritoneal dialysis (apd) therapy on a homechoice machine. Reportedly, rn forgot to prime the setup prior to starting treatment. As soon as she realized this, rn attempted to end therapy and set up with new supplies, however, she was unable to get the door open to change the homechoice set. Rn contacted tsc for assistance, tsc assisted rn in ending therapy correctly, and discarding setup. Tsc advised rn setup with new supplies to complete hp's apd therapy. No patient injury or medical intervention was associated with this incident per rn.